Event description:
Information was received that under delivery was noted when using the cadd legacy plus pump. The pump was administering cefepime. It was reported that 50 cc was left from an 80 ml infusion programmed for 40 minutes. The pump did not display an alarm. The patient resumed the net dose using a different pump. It was also reported that the infusion was not life sustaining and that the patient did not experience any harm or injury.